Event description:
Per the clinic, the patient experienced skin overgrowth, irritation, redness, and swelling, along with poor performance with the device. Subsequently, the device was explanted on (B)(6) 2026. There are plans to transition the patient to a cochlear nucleus implant, but had not taken place.